Manufacturer narrative:
(B)(6). Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during a stent implantation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 4cm esophageal neoplastic stenosis in the third medium. The patient¿s anatomy was reported not tortuous and had not been dilated prior to the procedure. There was no visible damage noted on the stent system. During the procedure, the physician attempted to release the stent but was only able to partially deploy because the deployment suture was ¿blocked.¿ the physician removed the partially deployed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during a stent implantation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 4cm esophageal neoplastic stenosis in the third medium. The patient's anatomy was reported not tortuous and had not been dilated prior to the procedure. There was no visible damage noted on the stent system. During the procedure, the physician attempted to release the stent but was only able to partially deploy because the deployment suture was ¿blocked¿. The physician removed the partially deployed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by approximately 80 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. It was noted that the shaft was kinked at approximately 270 mm from the distal tip. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.  The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during a stent implantation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 4cm esophageal neoplastic stenosis in the third medium. The patient's anatomy was reported not tortuous and had not been dilated prior to the procedure. There was no visible damage noted on the stent system. During the procedure, the physician attempted to release the stent but was only able to partially deploy because the deployment suture was "blocked". The physician removed the partially deployed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.